Event description:
Unable to interrogate battery with two separate programmer tablets and communicators. Both tablets are up-to-date. The tablets are able to locate the ipg, initiate the connection, get to 100%. Then the tablet says "no device response" then says "searching for communicator" without completing the connection. The patient is able to operate the remote and ipg without issues. She is able to charge the device without issues. Patient ipg depleting in 24 hours from full charge.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 377760 lot# n0023606 serial# implanted: explanted: product type lead product ID 377760 lot# n002 8220 serial# implanted: explanted: product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2025 it was reported the device was explanted on (B)(6) 2025. No symptoms were reported. 2025-dec-05 additional information was received from the hcp. The patient's health records were provided. It was reported the replacement surgery was caused by a mechanical failure of the spinal cord stimulator (lead damage and ipg nonfunctional). 2026-jan-14 additional information was received from a manufacturer representative (rep). The rep reported the cause of the device explant was not determined. Actions/interventions that were taken to resolve the device explant included programming, and the issue was resolved at the time of the report. 2026-mar-23 additional information was received from a manufacturer representative (rep). The rep reported a related file.